Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI isp implantable port and a groshong catheter in two segments were received for evaluation and nine x-ray images have been provided for review. The image review shows the catheter having significant kink versus turn just at the clavicle and is found to be broken in the last image. Gross visual, microscopic visual, tactile and functional testing were performed. A complete circumferential break was noted to the proximal end of the distal catheter segment. A kink was noted on the distal catheter segment. The edges of the complete circumferential break on the distal end of the proximal catheter segment were noted to be uneven. The surface was noted to be granular with residue throughout. Therefore, the investigation has been confirmed for reported fracture, material separation and identified wear and deformation issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, the catheter was allegedly found to be broken. Reportedly, the port body and distal catheter segment were removed. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that sometime post a port placement, the catheter was allegedly found to be broken. Reportedly, the port body and distal catheter segment were removed. There was no reported patient injury.